Event description:
It was reported that the insulin pump was not functioning. The battery was changed and the device still did not work. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display. Problem isolated to the liquid crystal display board.